Event description:
On (B)(6) 2013, a paradym rf crt (B)(4) was implanted as a replacement of the subject device (reason for replacement is unknown). The sensing threshold on right ventricular side has increased from about 0.5mv at 0.35ms (with subject device) to about 5mv at 1ms (with replacement device). Revision was performed; however, the external analyser confirmed a threshold of about 5mv at 1ms.

Manufacturer narrative:
(B)(6). This event concerns a device that was manufactured and used outside the united states. Analysis is pending. .